Manufacturer narrative:
The cusa clarity console was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Cusa clarity console (c7000) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed. The aspiration waste canister does not locate correctly in canister holder. The waste liner can catch on holder and become dislodged. Waste canister holder refit has been completed as per tb0035 and returned to clinical use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3006697299-2020-00124. A facility reported cusa clarity suction issues during set up for a tumor resection procedure on (B)(6) 2020. The issues are due to where the suction canister sits; it prevents the suction canister liner from being seated or sealed correctly. As it hangs on it. The device was in contact with the patient with no injury reported. There was a surgical delay of approximately 20 minutes to trouble shoot the suction issues.